Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that they called a manufacturing representative but they didn't show. They have another appointment on october 9.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that patient was in a lot of pain. Caller stated that on monday, they knew the stimulation was working properly because they were able to adjust the therapy up or down, but today they noticed that the stimulation was at 1.0, and would keep reverting back to 1.0 despite making an increase to 5.0 using the arrows on the controller. Caller said they had just come from the patient's pain management doctor's office and no representative was at the appointment. Caller stated the patient is having pain in their lower back, and group c is targeted for their lower back. Agent asked caller to go into program 1 on group c and caller said the intensity was at 1.0. Caller increased intensity to 5.0, but said it didn't stay there and went back to 1. Caller confirmed stimulation was on. Caller tried to press on program 1 again, but was not able to go into the therapy settings screen . Caller confirmed they can only use the up or down arrows to make an adjustment, and is not able to go into individual programs. Caller confirmed the issue was persistent in groups a and b as well. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. When asked for event date, caller stated they just noticed the issue today, but they were unsure as to when issue first began, as the stimulation was able to be increased on monday.

Event description:
Additional information was received from the patient. Pt was asked what circumstances led to this issue. Patient stated the device was charged but went blank and the number went to 1.0. It happened twice. Appears to be working well at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.